Manufacturer narrative:
Date of event: the exact date is unknown; however, it was reported that the event occurred in (B)(6) 2019. The complainant was unable to report the device suspected upn and lot number; therefore, the manufacture date and expiration date are unknown. Imdrf patient codes e130501, e0733 and e1104 capture the reportable event of renal failure, pneumonia and liver damage/dysfunction. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization.

Event description:
Note: this report pertains to one of four devices used in the same patient and procedure. It was reported to boston scientific corporation that an imager ii, nephromax balloon, percutaneous access needle and 8/10 dilator sheath set were used during a percutaneous nephrolithotomy procedure performed in (B)(6) 2019. The patient experienced aspiration pneumonia, acute kidney injury (aki) and liver injury. It was reported that the patient had prolonged hospitalization.